Event description:
The customer reported discordant testosterone results for two patients involving unicel dxi 600 access immunoassay system. The customer stated results from unicel dxi 600 system were within the normal reference interval, but low when compared to an alternate methodology. Beckman coulter customer technical support (cts) informed the customer different methodologies may have different reference ranges. The customer stated previous results were released out of the laboratory. It is unknown if the discordant results for this incident were released from the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The cause of the incident is inconclusive.